Manufacturer narrative:
An event regarding arm haptic issue involving a mako robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results: -product evaluation and results: a request for a field service engineer inspection was not made and the robot was not inspected as no service max case & work order exists. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that (B)(6) was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed as there has been no onsite inspection by a field service engineer. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
During the reaming process the doctor stated the robot was not letting him get to his planned version and if he attempted to try and go to planned version amount that it would have resulted in bad cup placement. Slight surgical delay to retrieve manual instruments. No longer than 5 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical.  A supplemental report will be submitted if additional information becomes available.

Event description:
During the reaming process the doctor stated the robot was not letting him get to his planned version and if he attempted to try and go to planned version amount that it would have resulted in bad cup placement. Slight surgical delay to retrieve manual instruments. No longer than 5 minutes.